Event description:
It was reported that the user¿s insulin supply was depleted for several hours and the user did not perform a timely supply change, and the system was not connected to a continuous glucose monitor (cgm) for roughly eight hours. The user¿s blood glucose was unknown, and the user declined a fingerstick measurement. No reported symptoms including unknown glycemic status due to lack of glucose data. Outcomes included interruption of automated insulin dosing and risk of hyperglycemia due to out-of-drug condition and cgm disconnection. Investigation included troubleshooting and user education regarding insulin supply maintenance, cgm connectivity, and recognition that the device had stopped dosing. Investigation of this case revealed user-related factors, including failure to replenish insulin and lack of comprehension that dosing had stopped, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to failure to maintain insulin supply and maintain cgm connectivity.